Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent surgery on (B)(6) 2010 in order to treat stress urinary incontinence and pelvic organ prolapse. (B)(4).

Manufacturer narrative:
Date sent to FDA: 5/5/2016. It was reported that following insertion the patient experienced urgency and frequency. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06484. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient underwent mesh removal on (B)(6) 2012 due to mesh erosion, pain and utis. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.